Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and based on the information provided and without the device to analyze, a cause for the reported leak/splash cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 3 tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. Everything was prepped and executed according to the IFU. While pushing the clip introducer through the hemostasis valve and advancing the catheter to align the markers of the steerable guide catheter (sgc) and clip delivery system (cds), it was noted that the fluid level in the hemostasis valve was diminishing. The clip with the clip introducer were pulled out of the hemostasis valve and it was leakproof again. The clip introducer was flushed and the stopcock was inspected, a second attempt was performed with the same result. The clip introducer was inspected without any visible defects, but it was decided to replace the cds. The clip was replaced and a new clip was implanted without any problems. The tr was reduced to grade 1. There were no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3 tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. Everything was prepped and executed according to the IFU. While pushing the clip introducer through the hemostasis valve and advancing the catheter to align the markers of the steerable guide catheter (sgc) and clip delivery system (cds), it was noted that the fluid level in the hemostasis valve was diminishing. The clip with the clip introducer were pulled out of the hemostasis valve and it was leakproof again. The clip introducer was flushed and the stopcock was inspected, a second attempt was performed with the same result. The clip introducer was inspected without any visible defects, but it was decided to replace the cds. The clip was replaced and a new clip was implanted without any problems. The tr was reduced to grade 1. There were no adverse patient effects.